Manufacturer narrative:
An x-ray documenting the abutment screw fracture.

Event description:
The dentist reported that abutment screw fractured. The crown has been placed on (B)(6) 2013, no incidence with all the components until (B)(6) 2016 when patient came to the dental office with crown mobility and it was discovered that the screw was fractured. All the fracture portions were removed and the abutment screw was replaced.

Manufacturer narrative:
One (1) portion of the fractured iunihg screw was returned for investigation. Upon visual inspection, screw was fractured at the upper threads. Slight discoloration was noted around the hex of the product. Formal review of submitted x-rays was completed; radiography provided by the complainant was also used to serve as a confirmation of the reported event. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.